Event description:
It was reported there was 'rising impedance' and the lead was explanted. No patient complications have been reported as a result of this event. A lawsuit alleges the patient "suffered physical and other injury" and "severe emotional distress" due to the lead. It also states the lead was fractured and the patient "experienced inappropriate and or excessive shocking" as well as "severe emotional distress" due to the "defective" lead. Additional information was received reporting an allegation from an attorney indicated the patient is deceased and further indicated that the lead had exhibited a fracture and/or was explanted.

Event description:
It was reported there was 'rising impedance' and the lead was explanted. No patient complications have been reported as a result of this event. Alleges the patient "suffered physical and other injury" and "severe emotional distress" due to the lead. It also states the lead was fractured and the patient "experienced inappropriate and or excessive shocking" as well as "severe emotional distress" due to the "defective" lead.

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.